Event description:
It was reported that during an implant procedure, when slitting of the catheter, the distal portion of the catheter separated completely, circumferential from proximal portion of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).